Manufacturer narrative:
Patient weight is unavailable from the facility. Device lot number and expiration date are not available. The device was discarded before this information could be obtained. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove 2 infected leads (ra, rv) an injury occurred. Reportedly, progress was made down the rv lead with the glidelight device until the area of the svc, when progression stalled. The physician switched to the ra lead, and progression again stalled. At this point, the lead popped free and the patient blood pressure dropped. A bridge occlusion balloon was deployed which stabilized the patient. A sternotomy was performed and injuries to the svc and innominate vessel were successfully repaired.